Event description:
It was reported that the patient had a history of oversensing of noise on their right atrial lead. During lead revision, fracture was noted on the lead. The lead was capped and replaced on (B)(6) 2022 during routine device change out procedure. The patient was stable.